Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: accidental damage and expected wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cracks at the distal end and a chip in the adhesive of the ultrasound probe rubber. There was no patient involvement.

Manufacturer narrative:
Additional investigation findings: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally observed that during the device evaluation that the light guide lens adhesive was peeling.